Event description:
It was reported that a patient underwent a surgery at "l3-l5 via tlif and cbt". The left l4 screw was found "deviated into the spinal canal" and radicular syndrome (left leg numbness) was observed 2-3 days post-op. A revision surgery was performed to correct the screw placement. No additional complications were reported. The patient final outcome was not reported.

Manufacturer narrative:
(B)(4). Location : hospital devices of multiple part/lot numbers were implanted during the procedure, including: part: 54740004525 / lot: h12c2056 (x2), part: 54740004530 / lot: h11h0007, part: 54740004530 / lot: h11h0008, part: 54740004530 / lot: h11l1308 (x2). Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.